Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted. All operating currents are within specification. No unexpected battery out limit alarms noted. Device functioned properly. Motor was tested outside the device and passed. Device was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized with high blood glucose, high ketones and dehydration. Customer stated that her blood glucose value went from 121 mg/dl to over 600 mg/dl. Customer stated she started feeling sick when being at 368 mg/dl. She experienced nausea and vomiting. Blood glucose at the time of the call was 289 mg/dl. The customer stated the cannula was bent. No other issues found during troubleshooting for high blood glucose. The customer also reported she received a motor error alarm. Blood glucose at the time of the alarm is unknown. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.